Manufacturer narrative:
Patient ID not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation instrument being used for a spinal fusion procedure. It was reported that the surgeon had issues verifying a navigation instrument. They changed the tip and verified it, but when placing the screw it ended up being at the wrong height. It was noted that the site may have mixed up the drivers in the procedure, along with, not being aware that the system only checks for straight trajectory and not height. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Additional information: additional information was received describing the difference of trajectory between the longitude and longitude ii resulted in inaccuracy of 50 millimeters.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a spinal fusion procedure. It was reported that the surgeon had issue verifying the driver, but eventually it verified. The surgeon changed the tip from longitude ii to longitude and then it verified but when placing the screw, it ended up at the wrong height. There was a reported delay to the procedure of less than 1-hour due to this issue and no known impact on the patient outcome. Additional information was received describing the difference of trajectory between the longitude and longitude ii resulted in inaccuracy of 50 millimeters.